Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the implantable cardioverter defibrillator revealed the device was at end of life when received. A longevity calculation was performed and found that battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. There were no patient consequences.